Event description:
It was reported that during the implant procedure, the lead could not be inserted into the neurostimulator header block then became stuck and broke. A new neurostimulator and lead were then implanted. Add'l info was requested.

Manufacturer narrative:
(B)(4).